Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-09754. Related manufacturer reference number 1627487-2019-09756. It was reported that the patient was explanted at an unknown date for an unknown reason. Further attempts to obtain information were denied.